Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test and excessive no delivery test due to motor error alarms. Pump received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated he got to fill cannula and he received motor error. Customer stated he rewound the insulin pump and again received the same error. Customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.